Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and she did not see insulin exit. The customer received many no delivery alarms. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose level with a manual injection. The insulin pump alarmed no delivery again and insulin did not exit after troubleshooting. The device was not returned.